Manufacturer narrative:
In the publication there is one death that occurred 21 months after therasphere treatment. This patient died of hepatic failure. Due to the multifactorial nature of hepatic failure for patients with metastatic cancer (disease progression, prior and subsequent local and systemic therapies), and the delay in time between treatment and death, it is unlikely that this death is related to therasphere, but the treatment could have contributed to liver damage (hepatic failure). The death reported in the literature was assessed as "potentially treatment-related". Therasphere, as a contributing factor to the hepatic failure, could not be ruled out. Hepatic failure leading to death is a known and foreseeable outcome in this patient population. The grade 3 and higher clinical and biochemical toxicities noted in 9 patients could not be confirmed as therasphere patients. No additional information is expected.

Event description:
During a literature review on 12 feb 2019, the following publication reported patient outcomes. Title: outcomes and toxicity following yttrium-90 radio-embolization for hepatic metastases from neuroendocrine tumors - a single institution experience. Authors: darryl a. Zuckerman, richard f. Kennard, amit roy, parag j. Parikh, ashley a. Weiner. Facility: washington university school of medicine, st. Louis, mo, USA. A total of 59 patients underwent radio-embolization for metastatic net with hepatic predominant disease at a single academic center. Patient outcomes were analysed. Ten patients within the cohort underwent post-treatment dosimetric analysis using pet-MRI and normal liver dosimetry was correlated with hepatic fibrosis and toxicity. 21 patients received glass microspheres (therasphere) and 38 patients received resin microspheres. There were 3 deaths from hepatic failure that were potentially treatment-related (2 in the resin group and 1 in the glass microsphere group). A (B)(6) male, with grade 1 tumor, died 21 months after sequential bilobar infusion with glass microspheres (therasphere). Imaging features typical of cirrhosis were found nine months after y90 infusion. Grade 3 or higher clinical or biochemical toxicities were noted in a total 9 patients and are detailed in table 5 of the publication attached. Three patients developed gastrointestinal ulceration, 4 patients had reported encephalopathy, and 2 developed ascites. Eighteen patients had grade 3 or higher hematologic toxicity, predominantly lymphopenia. In addition, 4 patients were noted to have radiographically detected radiation-induced hepatic fibrosis without clinical sequelae. The clinical and biochemical toxicities reported do not identify whether the patient received resin or glass microspheres. Confirmation was received from the corresponding author that the data they have does not include the patient identifiers therefore they are not able to confirm therasphere related events. No additional information is expected.